Event description:
It was reported that patient presented to the emergency room after receiving several inappropriate shocks. The patient was reportedly shoveling when the shocks first started. Upon review, capture issue and oversensing were observed. The ventricular lead appeared to be sensing the atrial events outside of crosstalk and diagnosed it as a ventricular fibrillation episode. After chest x-ray was performed, lead dislodgment was observed. The device therapy was disabled. Subsequently the lead was explanted and replaced. Patient was in stable condition after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.